Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had their stimulator put in in (B)(6) 2015. They stated that it started to flip and turn in their pocket so they had a pocket revision completed in 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was not parallel with their skin but perpendicular to it. A pocket revision surgery was performed and the ins was moved up 6 inches to a pocket more shallow to help with a better recharging connection and increases comfort. Impedances were all within normal limits before and after surgery. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Event problem and evaluation codes missed previously. If information is provided in the future, a supplemental report will be issued.